Event description:
The manufacturer received information alleging device is noisy, strange odor and black particles in the humidification reservoir. Patient has sore throat, dry mouth, headaches, cough and difficulty breathing/short of breath, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged device is noisy, strange odor and black particles in the humidification reservoir. Patient has sore throat, dry mouth, headaches, cough and difficulty breathing/short of breath, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the philips lab investigation (pil) for further evaluation.. The device was evaluated. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Pil technician observed no odor from device. A contaminate consistent with keratin was observed on the blower box. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. Possible risk tags (B)(4) for these modes of failure include: infect01, irrit02. The results of this investigation do not impact the calculated risks. 0 errors were logged. Device was likely reset prior to pil receipt due to the machine having 7713.0 hours with 0 blower hours and 0 therapy hours logged.